Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracic respiratory surgery, a cartridge was connected to the product and firing was performed, and three cartridges could be used normally, but when a fourth cartridge was connected and firing was done, it felt as if the spring in the handle had come off, and it became impossible to fire. A new handle was used and the surgery continued. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that instrument firing knobs were retracted, and the articulation lever was in neutral position. The device was received with a hole was cut out of the side of the handle and the teeth of the ratcheting system were observed to be intact. A spring was returned disengaged from the handle. Functionally, the instrument was successfully loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. It was reported that the component was disengaged, the gear was skipping, and the handle was broken. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.